Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer was treated with an insulin drip. Prior to the event, the customer treated with a manual injection, but their blood glucose levels remained elevated. It was verified that the programming and histories were accurate. The customer tried to do a set change, but is unable to prime the pump. It was noted that the customer was being sent a replacement.